Event description:
It was reported that the patient had an infected stimulation system. They also had a midline and pocket erythema. The patient¿s symptoms were noted to be fever, pocket infection and redness at the device pocket and lead location. It was unknown if any culture was taken but an antibiotic treatment was necessary and the whole system was explanted. The patient was in an extended care with wounds packed and was gradually healing.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).